Event description:
Initial reporter confirmed that it was a right renal lithotripsy case treated on friday, (B)(6) 2011. It was stated that the range 14 kv to 26 kv with 3000 shocks. Pt showed no sign of trauma directly after case. According to tech, no bruising visible after the case. Pt has remained in hosp for 5 days after procedure and doctor completed a CT scan and diagnosed a hematoma. Doctor requesting a f/u system check.

Manufacturer narrative:
Doctor requested a f/u system check. System check completed on (B)(4) 2011 and documented in service report 6886hq. No issues were found with the system.